Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While drilling a screw hole, the drill bit broke. The broken piece could not be retrieved.